Event description:
It was reported that this right ventricular (rv) lead was fractured and the health care professional (hcp) had called in with concerns in regard to the drop in battery longevity. Technical services (ts) reviewed and stated that the power consumption had been stable and recommended to continue monitoring the rv lead. The lead remains in service. No adverse patient effects were reported.